Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. The customer treated with bolus of 5 units from the pump. The customer also had blood glucose readings of 251 mg/dl, 422 mg/dl, 390 mg/dl and 280 mg/dl. The customer declined to troubleshoot for high readings. The product was returned for analysis.